Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer's current blood glucose is 153 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by IV insulin drip. Auto mode was not active at the time incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event it was unknown that the customer was wearing insulin pump during the time of hospitalization or not. No further complications were reported. Customer will continue use of the device.